Event description:
It was reported that this tachy lead was a case of an attempted implant due to insulation damage. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed the insulation damage based on the observation of a puncture hole in the insulation in the tip region of the lead, consistent with a backloaded guidewire escaping the lumen. Further, unintended user error was based on the field report and the observation of a puncture hole in the insulation near the tip section of the lead. This type of damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed the insulation damage based on the observation of a puncture hole in the insulation in the tip region of the lead, consistent with a backloaded guidewire escaping the lumen. Further, unintended user error was based on the field report and the observation of a puncture hole in the insulation near the tip section of the lead. This type of damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen.

Event description:
It was reported that this tachy lead was a case of an attempted implant due to insulation damage. A new lead was implanted. No adverse patient effects were reported.